Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received about the event. A review of the system and instrument logs has been performed. There were no observed events/errors in the system logs that would suggest a product issue. As of 22-sep-2020, a review of the site's complaint history does not show any additional complaints related to this event. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, a pneumothorax was identified post-procedurally. As a result, a chest tube was placed to resolve the post-procedure complication although the size of the pneumothorax is unknown and the patient was reportedly asymptomatic. At this time, the cause of the pneumothorax is unknown.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, a pneumothorax was identified. As a result, a chest tube was placed to resolve the pneumothorax. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. According to the initial reporter, the patient is currently stable. On 31-aug-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from an isi clinical applications engineer: the clinical applications engineer was present during the case. There were no reports of a malfunction of a da vinci system, instrument, or accessory. The clinical applications engineer believes the pneumothorax was identified via chest x-ray. She did not know the size of the pneumothorax or if the pneumothorax grew in size over time. During the event, no symptoms were observed. The cause of the post-procedure pneumothorax is unknown. However, the pneumothorax was resolved after a chest tube was placed. To her knowledge, the patient is currently stable.